Event description:
It was reported that during the procedure the lead was attempted to be implanted but the physician was unable to retract the helix of the lead. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and the lead was returned with the helix stretched and distorted. However, the helix was able to be extended and retracted within specification.